Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Healthcare provider called to report a left side rupture with pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported the device has been explanted.

Event description:
Healthcare professional reported a left side rupture with pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as a surgical impact opening (shell thickness was within specification) pain: unable to confirm as it is a medical event not related to the device additional observations: stress marks observed on the shell. No further actions are required as the device was implanted.